Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during an implant procedure on (B)(6) 2025, neuromonitoring indicated a loss of motor function following lead placement. As a result, the lead was removed, and the procedure was aborted. The patient was admitted for additional monitoring and the patient has since regained motor function.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient has lost motor responses in their lower extremities. The patient was discharged a few weeks post op and the provider is monitoring her condition.